Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition. Once the investigation is complete, a follow up report will be filed. (B)(4).

Event description:
The peg securing the needle fell out while in use, device fell apart, had to tape together. Device failed (e.g. Broke, couldn't get it to work or stopped working).